Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that while in the angiography room, the intra-aortic balloon ('iab') was prepped per instruction. The sheath was inserted into the pt's femoral artery. The md tried to insert the catheter into the sheath, however, difficulty was met while inserting the iab into the sheath. As a result, the iab and the sheath were removed as one unit. Another sheath was inserted and the iab was inserted without difficulty.